Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a mildly calcified vessel. A 1.2mmx12mm threader¿ balloon catheter was selected for use and advanced for pre-dilation. However, upon the first inflation, the balloon ruptured at 5 atmospheres. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).